Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that "on (B)(6) at 3:47 am; bed 662, the patient's spo2 value dropped to 60% (then 69%) but the monitor did not trigger spo2 alarms (visual or audible)." No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction.